Event description:
A medwatch was received from the customer which states: "perclose device deployment was attempted and failed. Foot locked in place without deployment of sutures. Device broke at foot plate. Unable to remove device without ripping artery. Pt sent to surgery with individual holding pressure for hemostasis and migration of device." Add'l info received from the customer as follows: the physician attempted arteriotomy closure with the closer tsl 6fr. Device. The device was inserted without difficulty. The foot was deployed. The physician leaned on the device adn the guide tube fractured. The physician attempted to lower the foot and while manipulating the device the proximal piece of the device separated from the distal end, at the point of fracture. The foot could not be lowered and the pt was taken to surgery for removal of the device and arterial repair. The pt recovered without further incident.